Manufacturer narrative:
The complainant reported that a cross bar plate grip-lock inserter broke. The complainant confirmed that there were no patient complications associated with the incident. A visual inspection of the device confirmed the complainant's description of the damage. A DHR was performed and the device met all required specifications prior to being released to distribution. The inserter ratchet is intended to hold the inserter in a fixed position with the implant loaded. If the handles are compressed further than the implant and ratchet allow, the distal end of he left handle, holding the implant may break. The inserter malfunction could be replicated if excess force was applied to the handles of the inserter. The inserter ratchet is intended to hold the inserter in a fixed position with the implant loaded. If the handles are compressed further than the implant ratchet allows, the handle of the inserter may break.

Event description:
The complainant reported that a cross bar plate grip-lock inserter broke. The complainant confirmed that there were no patient complications associated with the incident.